Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer reloaded the cartridge and was able to receive an accurate fill estimate. There was no impact to the customer's blood glucose level.